Manufacturer narrative:
Device is manually loaded into recessed pockets on an ffs machine. The likely root cause for product in the seal is operator error. Production has been notified and quality will continue to monitor for this defect. Device not returned, picture provided.

Event description:
Customer reported on (B)(4) that 2 pcs had a packing failure- product in seal.